Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic controller printed circuit board (pcb) was replaced to address the issue. Additionally, the footswitch was cleaned to address the second reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 6, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a dirty footswitch and a nonconforming pneumatic controller printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system displayed multiple system messages, the footswitch did not work and the vitrectomy did not function. The timing of the events and patient impact are unknown. Additional information has been requested.